Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved after the use of a 5f mynx control vascular closure device (vcd) despite following the instructions for use (IFU). Therefore, the product was not available and manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was used after a transfemoral cerebral angioplasty (tfca) procedure with a retrograde approach used. The device will be returned for analysis.

Event description:
As reported, proper hemostasis was not achieved after the use of a 5f mynx control vascular closure device (vcd) despite following the instructions for use (IFU). Therefore, the product was not available and manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynx control vessel closure unit was stored, prepared and used in accordance with the instructions for use (IFU). There was no visible damage to the sheath or its distal end after removal. There were no visible signs of device/package damage prior to use. Anticoagulants, antiplatelets and/or thrombolytics were not used. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. No vessel tortuosity was observed. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was used after a transfemoral cerebral angioplasty (tfca) procedure with a retrograde approach used. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, proper hemostasis was not achieved after the use of a 5f mynx control vascular closure device (vcd) despite following the instructions for use (IFU). Therefore, the product was not available and manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynx control vessel closure unit was stored, prepared and used in accordance with the instructions for use (IFU). There was no visible damage to the sheath or its distal end after removal. There were no visible signs of device/package damage prior to use. Anticoagulants, antiplatelets and/or thrombolytics were not used. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. No vessel tortuosity was observed. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was used after a transfemoral cerebral angioplasty (tfca) procedure with a retrograde approach used. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that both button 1 and button 2 were fully depressed. The stopcock was open, with a cordis mynx syringe attached to the unit. The sealant was not returned for evaluation. The sealant sleeves presented no abnormal conditions. A non-cordis 5f catheter sheath introducer (csi) was returned inserted on the device. The balloon was retracted, the core wire was present, and the atraumatic tip showed no damage or abnormal condition. Additionally, the sheath catch was returned partially disengaged from the handle. Dimensional verification was conducted to measure the sheath catch diameters, and they were found to be both within specification. Measurements were taken using a calibrated micrometer. Per functional analysis, the handle was opened, and the sheath catch was repositioned into its intended configuration. During this step, it was confirmed that the pull rack, button 1, and push rack were correctly aligned with the frame assembly, with no anomalies observed. It should be noted that the simulated deployment test could not be performed, as the device was received in a fully deployed state. During functional verification, the alignment of the pull rack, button 1, and push rack relative to the frame assembly was confirmed to be correct, with no abnormalities detected. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint and there were no issues noted that could have contributed to the issue experienced. The exact cause could not be determined during analysis. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported since the device was returned in a condition that suggests a complete deployment of the device with no damages/anomalies noted that could have attributed to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. It was also noted that the sheath catch of the returned device was disengaged from the handle. However, since the customer reported that there were no visible signs of device/package damage prior to use and there were no issues noted to the handle or sheath catch during analysis, it is likely that this disengaged condition occurred after the procedure, most likely after the handle may have been inadvertently opened. As stated in the IFU, which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.